Manufacturer narrative:
Evaluation summary: the hawkone was returned connected to a cutter driver. No other ancillary devices were included. The hawkone was visually inspected. It was observed the slider cover and the valve assembly were detached and the exposed hypotube was bent. The cutter was advanced within the distal assembly and traces of dried blood was observed within the inner diameter of the distal assembly at the area of the flush mouth indicating that the device was used in the patient. No damage to the distal assembly was noted. The torque shaft showed white fibrous material adhered to the surface of the torque shaft at approximately 40cm and 95cm from the distal end of the torque shaft and had the physical characteristics to that of a paper towel. The hydrophilic coating of the hawkone showed uneven amounts of coating throughout the torque shaft. The coating appeared dull and porous where it appeared thicker and areas of the shaft were clear and smooth where the coating was either non-existent or thin. The torque shaft was run between two fingers and felt a rough surface throughout the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone to treat the superficial femoral artery, to treat a moderately calcified lesion with 80% stenosis. The anatomy was reported as tortuous. The IFU was followed and it was reported that the physician observed residue along the catheter shaft. The packaging was not damaged. This hawkone was not used in the patient. The procedure was completed using another hawkone device with no issues reported. No injury to the patient was reported.